Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
While harvesting vein about halfway through the case, the device would cut and seal for about 2 seconds and then stop. They switched out the extension cable and had the same result. They then proceeded to open up another device and completed the case with no other issues.